Event description:
It was reported that upon initial interrogation of the pump a low reservoir alarm (lra) was occurring and the patient had a refill (B)(6) 2014. It was noted that the patient¿s printout showed the refill. It was reported that the last change date was on the current settings and showed (B)(6) 2013 and the printout is a print file, no session file was present. It was noted that the pump was not updated at the refill. It was reported that the patient had a return of symptoms. It was noted that the patient had a return of underlying symptoms the beginning of (B)(6) 2014. It was reported that patient had increased pain achy, burning shooting pain to the neck and lower back. It was reported that there were no motor stalls seen in the logs. It was noted that the actual volume was greater than expected residual volume. It was reported that the actual residual volume was 13 ml and the expected residual volume was 2.6 ml which were seen at refill on (B)(6) 2014. It was noted that a dye study was attempted the day of report but were unable to aspirate from the cap. It was reported that the healthcare provider (hcp) was going to do a test dose trial and depending on the response will due a catheter revision. It was noted that the patient¿s pump was being used to infuse sufentanil and baclofen. It was later reported that the amount of drug expected in the pump was in the reservoir. It was noted that the drug was aspirated to check. It was reported that the catheter was going to be replaced, but had not been scheduled yet. It was noted that there were never any problem or difficulty filling the pump, only a discrepancy at time of refill from what they expected in the reservoir and what they got. Additional information has been requested, but it was not available as of the date of this report

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l38319, implanted: (B)(6) 1996, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory; product ID 8703w, lot# l38319, implanted: (B)(6) 1996, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).